Event description:
Five pt samples were analyzed, the results produced for na+ and k+ were incorrect. The last calibration and qc had passed and no error messages were present on pt result reports. Problem was identified by staff as sodium levels on one of the pts was 110 mmol/l on blood gas analyzer and 139 mmol/l on lab analyzer. Potassium results were also low (2.4-2.9 mmol/l). Potassium solution was ready to administer but they waited for lab results so it was not given.

Manufacturer narrative:
Data logs from the regarded instrument was analyzed. The issue was caused by a clot on the ph electrode and this will have affected the results on the ref parameters as it is located between the ref and na+/k+ electrodes. The regarded pt was (B)(6), tested at 14:47. Measurement #33014 (14:36) was marked with '(476) - measurement unstable' due to the clot in the ph electrode chamber. The latest qc was performed at 8:00 in the morning, and passed. The latest calibration was a 1 point cal. On 12:30, which passed. Calibrations after introduction of the clot failed at 15:51, 16:04 and 16:32. The clot was finally flushed out, and the following calibration passed at 16:41. The operators manual states the following warning (p.12-2; 'sampling devices and procedures'): 'warning - risk of erroneous results. Always meticulously follow the sampling procedures described in this chapter. Failure to follow these procedures may introduce clots or air bubbles in the sample and yield erroneous results.' The analyzer software contains a clot detection feature, which evaluates the quality of the sample and effectively detects clots. The customer considers enabling the ph clot detection due to the fact that all operators may not carry out visual inspection of clots. See scanned page.